Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight: unknown / not provided. Event date: unknown / not provided. Brand name: unknown / not provided. Catalog and lot number: unknown / not provided. Post office/zip code: (B)(6). UDI number: unknown / not provided. Model #: xiitp4310; batch no.: 2018101770. Therapy date: unknown / not provided. PMA/510(k) number: not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on implant site #46 became loose.

Event description:
Upon follow up, the distributor confirmed that the doctor tightened the screw each time when it loosened. Based on this additional information, this malfunction event is solely a result of the user using the product in an off label manner as the screw is a single use device and should not be retightened. There was no reported delay to the procedure or patient injury associated with this event. Therefore, this reported malfunction is no longer a reportable event.

Manufacturer narrative:
This report is being submitted to relay additional information data. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H1: type of reportable event was updated. H2: type of follow up was updated. H10: narrative/data was updated. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.